Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported system error 324 message which was not reproduced. System error 324 was confirmed through review of the event history log. No component could be identified for causality. A new investigation will not be generated at this time for this symptom because the confirmed condition does not pose a safety risk per the spectrum infusion pump risk documentation.

Event description:
It was reported that a spectrum pump displayed system error 324, during patient care (medication, programmed amount and delivery rate unknown). The system error occurred when a patient from the emergency room walked into direct sunlight. The customer also stated that the device was swapped out and that there was no patient injury.